Event description:
The customer reported that while running an hiv-1 p24 antigen assay, the sample handler failed to aspirate the complete volume of a sample and did not generate an error message. An engineer was dispatched to investigate. No death or serious injury was associated with this event.